Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were hospitalized due to unknown reason on date with blood glucose level was unknown. Customer experienced symptoms such as other unresponsive. The customer stated that just got out hospital assuming that the insulin pump gave him 10u my son was asleep and pump gave him 10 unit of insulin. The insulin pump will be and reservoir will not be returned for analysis.